Event description:
The rptr stated that he did back to back blood glucose tests, within minutes, using different fingersticks. His results were 114 and 256 mg/dl. The rptr said he felt "fainty." A control solution test of 120 mg/dl was in range. No harm was alleged.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8